Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and e70 error alarm in alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No settings erased noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 128 mg/dl. During troubleshooting for motor error, customer was able to complete rewind sequence, pump was not exposed to magnetic field, and customer does not use sensor features. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.